Event description:
The pt had "unstable sugar level" and was receiving insulin. The nurse manager reported the extension set was connected to the pt at 4:15pm. The nurse checked the pt and the pt's blood sugar remained high. The nurse increased a dose of insulin. At 5am, a leak was discovered at the male luer lock adaptor of the extension set. The extension set was removed and a new extension set was put in place. Reportedly, the insulin dose was not readjusted and the pt's sugar level dropped to 30-35. The insulin dose was then readjusted accordingly to bring the pt's blood sugar to a normal level.